Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the ventilators touchscreen had a fault. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue and found the touchscreen was insensitive. To address the reported issue, the se checked the connection of the touch screen and the touch screen is calibrated. The unit was returned to use.